Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 02/24/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/24/2015 with the following findings: there was a crack in the battery compartment. Unrelated to the battery compartment, the keypad was found to be peeling from the base. All of the keypad buttons were still responsive and there was no evidence of contamination on the button contacts. (B)(4).